Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site and ineffective stimulation after a fall. Imaging confirmed left lead migration. As a result, surgical intervention was undertaken wherein the left lead and ipg were both explanted and replaced to address the issue.